Event description:
Pt was implanted with a distal fibula plate and a distal tibia plate and screws on (B)(6) 2011. Post operatively pt developed an infection and was returned to the operating room on 4/26/2012 for irrigation and debridement. The hardware was removed intact and no new hardware was placed. Pt treated with antibiotics. This report is #3 of 16 for the same event.

Manufacturer narrative:
Investigation could not be completed no conclusion could be drawn as no device was returned and no lot number was provided.